Manufacturer narrative:
A ge service representative performed an onsite investigation. The rtos (real time operating system) cpu battery was evaluated and replaced. The ups (uninterruptible power supply) communication signal chain was also evaluated and repaired. System software and configuration files were reloaded as part of the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error. Additional information was received from the field service engineer confirming that the system failed to boot as a result of the error. No patient serious injury or death was reported related to this event.